Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a thrombosed filter requiring suction thrombectomy of the ivc and complex forceps retrieval of the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis was reported, due to the nature of the complaint the event could not be further clarified. Blood clots, clotting and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without images available for review the reported event and the complex retrieval could not be confirmed or further clarified. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, thrombosed filter requiring suction thrombectomy of the ivc and complex forceps retrieval of the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported a patient underwent placement of a trapease vena cava filter. According to the medical record, the patient was status post gunshot wound (gw) to the abdomen when the inferior vena cava (ivc) filter was placed. The actual indication for the filter placement is unknown. The patient profile form (ppf) states that the patient reported becoming aware of filter fracture, perforation of filter strut(s) outside the inferior vena cava (ivc), and migration of fractured strut(s), approximately nineteen years and five months post implant. The patient reported that the fractured struts are retained in the pulmonary arterial branches - four struts embolized in subsegmental pulmonary arterial branches (left and right lower lobes). The patient also reported anxiety related to the filter. Medical records state that approximately eight years and three months post implant, the patient experienced abdominal pain which prompted an abdominal/pelvis computed tomography (CT) scan to evaluate the filter. No problems were identified. The filter was in the proper position, the struts were not perforating the ivc and there was no blood in the retroperitoneum. Two CT scan of the chest images performed approximately twenty years post implant were provided. The indication for the exam and a dictated radiology report were not provided.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. According to the medical record, the patient was status post gunshot wound (gw) to the abdomen when the inferior vena cava (ivc) filter was placed. The actual indication for the filter placement is unknown. The patient reported becoming aware of filter fracture, perforation of filter strut(s) outside the inferior vena cava (ivc), and migration of fractured strut(s), approximately nineteen years and five months post implant. The patient reported that the fractured struts are retained in the pulmonary arterial branches - four struts embolized in subsegmental pulmonary arterial branches (left and right lower lobes). The patient also reported anxiety related to the filter. Medical records state that approximately eight years and three months post implant, the patient experienced abdominal pain which prompted an abdominal/pelvis computed tomography (CT) scan to evaluate the filter. No problems were identified. The filter was in the proper position, the struts were not perforating the ivc and there was no blood in the retroperitoneum. Two CT scan of the chest images performed approximately twenty years post implant were provided. The indication for the exam and a dictated radiology report were not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter and or strut migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Abdominal pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Correction: the legal department reported that the initial legal brief was incorrect. The correct information was received in the patient profile form (ppf) and medical record information included in this submission. The previous code of thrombosis in device (4440) was removed.